Manufacturer narrative:
Pt's sex: gender was not provided. (B)(4).all pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the surgeon was implanting an intraocular lens (iol) and noticed that it appeared to be scratched. The incision was enlarged and the lens was removed during the same procedure. Another lens was used to complete the procedure. No other complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer. Visual inspection showed that lens had viscoelastic residue, particles and fibers related to handling in an unsterile environment. A scratch that may be related to the insertion process was identified on the intraocular lens (iol). Due to the sample being previously handled and the fact that the sample could have been contaminated after opening, we cannot conclude that this defect was generated during the manufacturing process. The scratch was compatible with the type created during the explant process or inadequate handling. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. In manufacturing, the 1-piece lenses are visually inspected at (B)(4) microscope magnification. Any defects on the lenses that do not meet the criteria specifications such as unacceptable scratches are rejected. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.